Event description:
During use of the pump system for cardiopulmonary bypass, the roller pump issued an unusual sound and momentarily stopped operating. The system was successfully restarted by the user. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.